Manufacturer narrative:
The device remains in service and was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that during initial implant testing, this right ventricular (rv) lead exhibited normal impedance measurements and the pocket was closed. Upon re-testing, this rv lead exhibited out of range shock impedance measurements. The pocket was then re-opened, and the screw was loosened and re-tightened. Technical services (ts) could not conclusively determine the reason for the out-of-range measurement and suggested testing the lead or lead replacement. Ts also recommended further monitoring. The patient was monitored and planned to be checked the following day; however, the issue had resolved itself. This rv lead remains in service and no adverse patient effects were reported.